Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The UDI is unknown because the part and lot numbers were not provided. The stent remains in the vessel; the delivery system was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of angina and death are listed in the xience everolimus eluting coronary stent system instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure on (B)(6) 2018 was to treat a lesion located in an unspecified vessel. A 2.25 x 18 mm xience stent was placed and then it was noted that an unspecified guide wire was jailed under the stent and during removal detached, remaining in the vessel. A different stent was used as treatment to secure the wire to the vessel. It was noted that the patient had complained of chest pain ever since having the procedure. The patient died at home (B)(6) 2018. The cause of death reported by a family member was a massive heart attack. No additional information was provided.